Manufacturer narrative:
The device was received for evaluation contaminated with blood. The set was disinfected. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set underwent leak testing, and a leak was observed on the dialysate side due to a crack in the welding seam. The reported condition was verified. The cause of the condition could not be determined. During production, a 100% control is performed for the tightness of the welding seam. In this leak test, the measured values were within the specification. Also, the review of the welding parameters show that they are within the specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use with a polyflux 170h, an external fluid leak on topside of dialyzer was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.